Event description:
The customer reported a high blood glucose (bg) level of 23 mmol/l which resulted in a trip to the emergency room (ER). Customer reports no insulin dripping when disconnected but does not recall from what area of the pump. Customer attempted a correction bolus with a new site but ultimately went to the ER and received intravenous fluids of saline and insulin which successfully resolved the bg. Customer was released from the hospital five hours later with no permanent damage sustained.